Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was very dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was observed to be heavily scratched and the view was obstructed. During testing, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This medwatch submission was originally transmitted on (B)(4) 2013, but the submission was unable to be accepted due to a network file system issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted. The submission date for this report is (B)(4) 2013 and the submission will not be considered late.